Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist checked the case subject for a legacy drawer and contacted the customer to confirm whether the station was a legacy or enterprise server (es) station. The customer confirmed it was an es station, and the assets in the case were updated accordingly. Requested the customer to try reboot the station as remote support service (rss) logs showed a timeout error. The customer visited the station and observed it was functioning as expected. Requested the customer to open the drawer via refill, and it worked successfully. The customer confirmed the issue was resolved and requested to close the case. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie legacy drawer 2.1 failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.